Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because the tip cover accessory fell inside the patient. The tip cover was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover was detached from the mcs and fell into the patient, surgeon was able to retrieve in the same procedure, retrieved with a laparoscopic instrument. Surgeon switched to vessel sealer to complete the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical territory associate (cta) to confirm that the tip cover was inspected prior to use. Installation tool was used to install the tip cover came off the instrument and fell inside the patient. A laparoscopic instrument was used to retrieve the tip cover. The procedure was completed robotically. There was no patient harm.